Event description:
The hcp reported the patient presented in 2005 with redness, swelling, drainage, and incisional wound opening of the device pocket. A culture of the device pocket was positive for staph aureus. The patient was treated with IV antibiotics and total device system explant. The patient had been receiving compounded baclofen intrathecally and did experience drug withdrawal symptoms of increased spasticity and constipation. The infection resolved. The patient has a risk factor of post-op wound or skin contamination.